Event description:
The customer reported that the sys displayed a "locking fault" error message that rendered the sys was unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The ps2 power supply fuse was replaced. The sys then found to be operating as intended.